Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a procedure, the surgeon felt approximately 5 mm off. They proceed with navigation as is and did not re-register. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a procedure, the surgeon felt approximately 5 mm off. They proceed with navigation as is and did not re-register. There was no patient impact reported and a 5 to 10 minute delay to surgery.